Event description:
Hospital personnel were attempting to resuscitate a patient who had been down for 20 to 25 minutes. The device delivered two shocks successfully, however on the third attempt, the device allegedly did not deliver energy. The operator reported observing the available energy display scrolling to zero. The patient was not resuscitated. The reporter stated that the device did not cause or contribute to patient's death based on the reporter's assesment of patient's viability.